Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pace impedance (>2000 ohms). The health care professional (hcp) planned on bringing the patient in for vector configuration testing and continued monitoring. Additional information received indicates a surgical procedure was performed to cap this lead and also the right ventricular (rv) lead. The leads were replaced. The device remains in service. There were no adverse patient effects.